Manufacturer narrative:
Retainer ring is black. Customer returned the insulin pump for alleged low bg event found on (B)(6) 2021. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08700 inches. Successfully downloaded the trace and history files using thus. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label stained and faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump passed all functional testing. Low bg anomaly is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose of 49 mg/dl. Customer's current blood glucose value was 230 mg/dl. The customer was treated with food. The customer stated that did not experienced any symptoms related to low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer alleged that insulin pump was over delivering. The insulin pump will be returned for analysis.